Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the share logs was performed and loss of connection was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be patient allegation confirmed but could not be reproduced with returned product. The reported event of signal loss over 1 hour is reportable based on the customer complaint was confirmed because there was an indication of a transmitter loss of connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.